Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not begun.

Event description:
It has been reported to us that during the procedure the occlusion balloon would not deflate when required. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted a pre-dilatation balloon into the patient and performed dilatation on the vessel. The physician attempted to remove the pre-dilatation balloon and the occlusion balloon extension wire separated from the wire resulting in the occlusion balloon staying inflated. The physician used the method referenced in the instruction for use and cut the occlusion balloon wire and delated the occlusion balloon. The device was removed and replaced with another to complete the case. The case was successful and the patient is reported to be fine.